Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. The patients weight is not provided as it is not taken at the time of the appointment. Age and weight: this information not provided when asked. Date of event: this information was not provided when asked. Relevant test/laboratorydata/other relevant history: this information was not provided when asked. Serial #: is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date and explant date: is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient experienced "tingling/irritation feeling on tissue." It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved.